Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive was selected for use. Before inserting the wire into the device, it was noticed that the tip of the dilator was lifted. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for laboratory analysis.